Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged skin irritation on upper arms and elbows. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer also received humidifier. An internal visual inspection of the device and humidifier was completed by the manufacturer and found dust/dirt contamination under ui knob and around hose swivel connector on humidifier. Indeterminate contamination was observed on the right decorative panel on humidifier. Evidence of a drop or hard strike was visible on the front right of the humidifier. Mineral deposits observed in the bottom of the humidifier tank and liquid ingress on the underside of the pca. The manufacturer found there was no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The device was applied power and the device operated properly. The manufacturer concludes multiple contamination of dirt, dust, indeterminate contamination found were external to the device and liquid ingress consistent with pca. The manufacturer concludes there was no evidence of sound abatement foam degradation.

Manufacturer narrative:
(B)(4).